Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient needed an exchange of the djo head to fit properly with the size of the biomet stem.